Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was exercised for 24 hours with no power interruptions. During a visual inspection of the pump, it was noted that there was a crack on the pump case and on the display lens. A leak test was performed which confirmed the pump was leaking from the crack on the pump case. No damage was found to the battery cap. The pump case was removed, and evidence of moisture ingress was found throughout.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.